Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during the process of filling tubing for a new infusion set, the user exited the fill sequence, which resulted in difficulty completing the infusion set insertion; customer support provided guidance to navigate back to the fill tubing function, and the user completed the procedure. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed user interface confusion while navigating menus and an infusion set handling issue that was resolved through instruction. It was concluded that the device operated as expected and that the event was attributable to use error related to menu navigation.